Event description:
It was reported that 2 bd alaris¿ smartsite¿ gravity sets had tubing break off. The following information was provided by the initial reporter: the user reported 2 occurrences where tubing broke off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter cell phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ gravity sets had tubing break off. The following information was provided by the initial reporter : the user reported 2 occurrences where tubing broke off. Additionally : leakage was subsequently reported in the customer's response.

Manufacturer narrative:
Correction: additionally : leakage was subsequently reported in the customer's response : b. Describe event or problem : additionally : leakage was subsequently reported in the customer's response h. Medical device problem code : a0504 - leak / splash (1354). H.6. Investigation summary : 1. Exec summary - no physical device samples were returned. - two photos were provided by the customer for quality investigation. One photo is of the product packaging and the other photo is of the sample. The customer complaint of component damage was verified by inspection of the photos provided. The photo of the infusion set shows that the drip chamber had separated from the tubing at the outlet of the drip chamber. A root cause could not be determine owing to a physical sample not being returned for investigation. - a review of the complaint lot history check was performed and this is the 1st related complaint for (component damage) on this lot # 21079160. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - a lot history review for batch # 21079160 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.